Manufacturer narrative:
The follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. Medical product: stablecut hyperblade, catalog #: 506104, lot #: unk. Cobalt bone cement, catalog #: 402282, lot #: 329830. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical devices: vanguard cruciate retaining ilok femoral, cat#: 183028 lot#: 497630; vanguard anterior stabilized bearing, cat#: 189042 lot#: 725160; series-a standard patella, cat#: 184762 lot#: 881410. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-08375; 0001825034-2017-08376; 0001825034-2017-08377; 0001825034-2017-08378. Remains implanted.

Event description:
It was reported that the patient is suffering from pain, swelling and instability. It was also noted that the patient had fallen many times. No additional patient consequences were reported.